Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2014-20396. It was reported the pt underwent an scs system explant as the pt was experiencing positional stimulation along with over-stimulation. The pt received 3 scs leads. Two of the leads (model# 3189) have the same lot number.